Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the prestataire that the patient's blood glucose level rose to 289 mg/dl while wearing the pod between 25 and 36 hours. The pod reportedly detached from the infusion site, causing the cannula to dislodge. The lot details provided showed the patient was using a pod past its expiration date. No medical assistance was required. No information regarding treatment was provided.